Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, a critical override issue occurred, with stations displaying a "patient may not data occurred" error. The issue was observed across multiple devices, and the patient list was not visible. A sample patient was provided, and ephi was secured for investigation. The customer requested urgent resolution there were no delay or adverse events or injuries reported based on this event.